Event description:
On (B)(4) 2012, the patient and the reporter contacted animas alleging that there were several boluses that were delivered including a bolus that was delivered on (B)(6) 2012 that were not recorded in pump's history during a pump download. It was indicated that the reporter and the school nurse observed an air bolus that the reporter had given and noted that the pump did record the bolus in the pump's history. There were no reported issues with the time and date. There was no indication as to why the other delivered boluses were not showing in the pump's history. The pump's history indicated that the basal rates did record in basal history; however the delivered boluses did not record in the bolus history. This complaint is made due to the allegation that the boluses were not being recorded in the pump's history.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 (B)(4) 2012. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the review of the total daily dose history revealed that no boluses were performed on (B)(6) and (B)(6) 2012. The review also revealed that the pump was not being used on (B)(6) and (B)(6) 2012. Test boluses were performed and the pump recorded the boluses in the history.